Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement due to the implant not holding a charge. The patient is reportedly doing well following the procedure.